Event description:
It was reported that three (3) small volume folfusor leaked; the devices were wet. This was observed after the prepared devices were sent to a day hospital, prior to patient use. The "medicine was screwed between the blue and white caps of the three infusion containers". There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter first name: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h3, h4, h6 and h10. The lot was manufactured from (B)(6) 2023 to (B)(6), 2023. H10: the actual device was not available; however, one (1) companion sample was received for evaluation. A functional leak test was performed on the companion sample by filling the device¿s bladder with green colored water. After prime and fill, the blue winged luer cap was securely tightened and the sample was monitored until the next day. The next day, no evidence of a leak was found. The reported condition was not verified. The companion sample was conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.